Event description:
Patient was revised to address alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 10/26/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reported pseudotumors and limited mobility. Metal ion levels provided were at reportable levels. Updated part/lot numbers.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. No further information or investigational inputs have been made available. A search of the complaints databases finds one other report against the 121887350 -2749720 product/lot code combination. A search of the complaints databases finds no other reports against the remaining product and lot code combination since it's release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised to address alval. Examination of the reported devices was not possible as they were not returned. No further information or investigational inputs have been made available. A search of the complaints databases finds one other report against the (B)(4) - (B)(4) product/lot code combination. A search of the complaints databases finds no other reports against the remaining product and lot code combination since it's release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Although litigation alleges that patient has experienced corrosion and friction wear, causing metal ions to be released into patient's bloodstream, it is likely that they are referring to metal-on-metal wear rather than actual corrosion. At this time we are reporting the liner and head, but should we receive additional information, we will update if needed. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.